Manufacturer narrative:
Follow-up #1: date of submission: 01/14/2016 .device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads. The cap contact height measured above specifications; the width was within specifications. A test cap was used for investigation. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.